Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came into the doctor's office complaining of a squeaking hip. Upon xray review, it was determined that the liner was separated from the shell. It is not known if the liner was not locked in properly or if it released post op, the patient had been in a mva and had a femoral rod placed in the femur and removed in a separate procedure prior to the primary hip surgery. There was a lot of scarring and the hip was very tight. Both the primary and revisions were difficult due to these factors. We were able to replace the head and liner during the revision and the doctor seemed happy with the result. The liner was retained by the patient. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.